Event description:
It was reported that the device does not maintain date and time. Evaluation of the returned device found the upstream occlusion seal was delaminated, the air detector was damaged, and the upstream occlusion sensor was damaged. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was delaminated, the air detector was damaged, and the uso sensor was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal, uso sensor and air detector were all replaced.